Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598003701, lot #: 62447585, nexgen lps flex femoral component, catalog #: 00596801552, lot #: 62449702, nexgen lps flex articular surface, catalog #: 00596403210, lot #: 62475038. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00271, 0001822565-2018-01993, 0002648920-2018-00272, 0001822565-2018-01994. Remains implanted.

Event description:
It has been reported that the patient is experiencing pain in the knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional medical records were received. Review of the primary operative notes states the patient underwent total knee replacement due to osteoarthritis. Trial reduction showed the leg had full extension and flexion to about 140 degrees. The leg was also noted to have good stability to varus and valgus stress testing at full extension and 90 degrees of flexion. No intraoperative complications were noted. An x-ray taken eighteen months post-operatively showed that the right total knee replacement was well-fixed and in good position. The additional information received does not change the results of the previous investigation. A definitive root cause cannot be determined.

Event description:
It has been reported that the patient is experiencing pain in the knee following right knee arthroplasty. Operative notes were received for the patient¿s initial procedure that indicate that moderate-sized effusion was found. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.